Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: material no: mz1000-07 batch no: unknown. It was reported maxzero valve did not close when disconnected from IV tubing.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the valve malfunctioning and not closing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz1000-07 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: material no: mz1000-07, batch no: unknown. It was reported maxzero valve did not close when disconnected from IV tubing.